Event description:
Ous MDR- after an unknown implant duration loss of capture was reported. No adverse patient side effects have been reported. The lead and the ICD were explanted and replaced.

Manufacturer narrative:
Ous MDR